Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while doing garden work, which they consider exercise, and sought guidance on how to pause and disconnect the infusion set and pump; the user had a blood glucose of 65 mg/dl and treated with oral glucose, and education was provided on not disconnecting the infusion set for exercise and on proper use of the infusion set and cartridge. Symptoms included hypoglycemia. Outcomes included the need for medication intervention. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involved the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.